Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep), who was in today complaining of bilateral groin pain, mainly on the right side. The hcps agreed to send them to a hip specialist to try an injection. They took x-rays of the patient's back and no new lead migration was noted. The rep interrogated the patient's inceptiv battery and found electrode zero is a red "x" and impedance is 40,000. The patient had no issues with the stimulator and it was still providing good coverage for their low back pain. This was an incidental finding. The current programming does not use electrode zero or one.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-sep-2028, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) experienced a return of pain, lead migration, and a high impedance issue specifically on electrode one. A connectivity check showed a red x on electrode one, and impedance measurement indicated a value of 40,000. Troubleshooting was performed by programming around electrode one to provide coverage and pain relief. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.